Event description:
It is reported that the implantable cardiac monitor recorded asystole episodes that may be actual asystole or loss of electrode contact. The patient was asymptomatic during the episodes and with the longer duration of the episodes, it was concluded, the patient would have been symptomatic if the patient was experiencing true asystole. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.